Event description:
Product was being used on patient for an arterial line. Issue was identified when the needle would not puncture the skin. Upon examination it appeared that the catheter was longer than the needle. The needle was not secure, "not able to push in and out of the clear housing". The needle was retracting. There was no harm or injury to the patient. No medical intervention required.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheterization device along with its packaging and lidstock for analysis. Visual analysis revealed that the needle cannula had separated from the needle hub. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little to no adhesive residue in both the hub and the proximal end of the cannula. Based on the cannula separation, it is likely that this is a manufacturing (assembly) issue. The needle cannula total length measured 3.802" which is within the specification limits of 3.797" - 3.807" per cannula graphic. The cannula outer diameter measured 0.0280" which is within the specification limits of 0.0280" - 0.0285" per the cannula graphic. The cannula inner diameter at the proximal end measured .0190" which is within the specification limits of .0190"-.0205" per the cannula graphic. A lab inventory 0.018" guide wire was inserted through the proximal end of the cannula with minimal resistance. Performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". The separated needle cannula was able to be inserted into the hub but was loose and removed easily without force. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "trial advance and retract spring wire guide through needle using actuating lever to ensure proper function. Where provided, catheter hub wing clip may be removed if desired". The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. Microscopic examination revealed that there was little to no adhesive residue in the hub nor on the proximal end of the cannula. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Product was being used on patient for an arterial line. Issue was identified when the needle would not puncture the skin. Upon examination, it appeared that the catheter was longer than the needle. The needle was not secure, "not able to push in and out of the clear housing". The needle was retracting. There was no harm or injury to the patient. No medical intervention required.